Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 06-jan-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer's husband who stated is satisfied with the control solution results and if necessary, he will call back.

Event description:
Consumer reported complaint for error message (e-0) and low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 23 mg/dl. Customer stated she was feeling fine and was not having any symptoms at the time the result was obtained. Customer had taken glucose tablets and drank orange juice, had tested about 3 hours later and obtained a result of 117 mg/dl. The customer¿s expected am fasting blood glucose test result range is 60-70 mg/dl and pm fasting blood glucose test result range is 100-120 mg/dl. Customer stated that her doctor is aware that her blood sugar runs low. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen.; customer had also combined two vials of strips together: mx4332s and zx4047s. The customer did not have another vial of test strips that had been stored and handled correctly, lot number zx4047s. During the call, a back to back blood test was performed by the customer and produced e-0 error both times using the meter. The meter memory was reviewed for previous test result history (date not set): (B)(6).